Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to the lead was damaged when being initially introduced. This lead was never in service and a new lead was placed with the same model. No adverse patient effects were reported.